Event description:
It was reported that patient was having pain and thinks that the spinal cord stimulator paddle lead was too big. The patient underwent a spinal cord stimulator lead replacement procedure and was doing well post operatively. The explanted device will not be return.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-pc, upn: m365sc14320, model: sc-2317-70, serial: (B)(6), batch: 235452, UDI: (B)(4).